Event description:
The interventional radiologist and the radiology tech were performing a biopsy when they noticed an electrical smell. One or two minutes later they heard a popping noise from behind the gantry and smoke rose to the ceiling. The scanner was turned off immediately and the patient was removed from the area. The patient was not harmed. The fire company and biomedical engineering were called.